Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of [unspecified] juvéderm® voluma¿ and 1 ml of [unspecified] juvéderm® volift¿ into ck 1,2,3 and 4 with nasolabial lines and marionette areas. Approximately 2 months later, patient experienced a viral infection, deemed not device related. 20 days later, patient presented with a small non painful lump in the nasolabial area which started 7 days ago and has now progressed to mild swelling in both marionette areas and in the ck 4 area on one side. The areas are not hot, very mildly erythematous and mildly tender. Patient was treated with clarithromycin 500mg bd and prednisolone 40mg. Symptoms on going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of [unspecified] juvéderm® voluma¿ and 1 ml of [unspecified] juvéderm® volift¿ into ck 1,2,3 and 4 with nasolabial lines and marionette areas. Approximately 2 months later, patient experienced a viral infection, deemed not device related. 20 days later, patient presented with a small non painful lump in the nasolabial area which started 7 days ago and has now progressed to mild swelling in both marionette areas and in the ck 4 area on one side. The areas are not hot, very mildly erythematous and mildly tender. Patient was treated with clarithromycin 500mg bd and prednisolone 40mg. Symptoms on going.